Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# va0ctwh, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported impedances were measured to be greater than 4,000 ohms on all of the unipolar pairs. It was noted the manufacturer representative was continually getting greater than 4,000 ohms while the device was in the pocket. The system had been wiped down four times. The lead electrodes were tested and positive motor response was noted. Troubleshooting still resulted in high impedances. The lead was replaced and the impedances resolved. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that "breakage" of the lead was the reason for removal. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the tined lead found no significant anomaly. The lead body conductor was crushed and slightly stretched. The returned lead was attached to a known good screening cable and external neurostimulator (ens). Using a clinician programmer to communicate with the ens, normal impedances were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.